Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with two unspecified mentor saline breast prostheses. Post-operatively, the patient suffered left breast implant deflation. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2022. The replacement devices were the following: (left) 350cc mentor smooth round moderate profile saline catalog: 3501655 lot: 9658066 sn: (B)(4) and (right) 350cc mentor smooth round moderate profile saline catalog: 3501655 lot: 9673090 sn:(B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the suspect medical device was a 425cc mentor smooth round moderate profile saline (catalog: 3501670 lot: 5572713). On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
On july 20, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 425cc breast implant had a crease/fold on the posterior view and a tear (a) was found within the crease/fold, measuring approximately 0.3 cm. In addition, an area of missing material (b) was found on the anterior view, measuring approximately 0.2 cm x 0.2 cm. Microscopic examination was performed on the edges of the missing material (b), and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the missing material indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. The evaluation determined that the cause of the rupture (a) is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.